Event description:
The user facility reported a 74-year-old male in acute myocardial infarction/cardiogenic shock (ami/cgs) was on impella 5.5 mechanical circulatory support. On day two of support, the axillary site was seen to be bleeding and was treated with two units of blood. The 5.5 pump remains on for support as the oncology patient in ami/csg awaits hemodynamic recovery.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issues has been completed since the initial report was submitted. The product was not returned for investigation. The root cause of the access site bleed was unable to be determined as insufficient clinical information and product was not returned for the investigation.